Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 338 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. Unable to confirm the excessive no delivery alarm test due to prime anomaly, cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.